Event description:
The ge oec 6800 fluoroscopy system had a described system lock-up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found loose power supply connection and missing generator calibration files. The power connection/supply was corrected and generator calibration files were re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.